Event description:
It was reported to boston scientific corporation that a leslie parachute retrieval basket was used during a procedure on (B)(6) 2012. The patient identifier, age, date of birth, sex and weight are all unknown. According to the complainant, during preparation while outside the patient it was noted that a wire on the basket was broken, remaining attached at one end. The defective basket was not used and there is no information available on how the procedure was completed. The status of the patient and if there were any complications is unknown.

Manufacturer narrative:
Analysis of the returned leslie parachute retrieval basket revealed the basket and all basket wires were present and attached, however, one of the wires was broken approximately .5mm proximal to the distal end of the basket. It was also noted that several basket wires were bent/kinked. The other sheath was bent approximately 13cm from the distal end of the black strain relief. There was a torque mark present on the handle cap to indicate the application of the torquing process and the handle cannula was visible through the handle. Functional evaluation noted that when the handle was actuated, the basket would close. However, the broken wire would not allow the basket to close completely. The exposed basket wire measured approximately 3mm when the handle was in the closed position, which exceeds the upper specification limit. The handle cap was removed; the cap was tight. The handle cannula extended approximately 2mm from the proximal end of the pinch vise, which meets specification. The luer and handle cannula were removed from the handle. The wire sub-assembly was removed from the distal end of the outer sheath and slid out with some resistance. The handle cannula was bent approximately 11.5cm from the proximal end and the wire sub-assembly was kinked in several locations along the working length. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. The defects identified on the device were most likely due to some aspect of handling prior to use, as the packaged devices are 100% inspected for integrity during manufacturing. Therefore, the most probable root cause for this complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a leslie parachute retrieval basket was used during a procedure on (B)(6) 2012. The patient identifier, age, date of birth, sex and weight are all unknown.according to the complainant, during preparation while outside the patient it was noted that a wire on the basket was broken, remaining attached at one end. The defective basket was not used and there is no information available on how the procedure was completed.the status of the patient and if there were any complications is unknown.

Manufacturer narrative:
(B)(4).device available for evaluation: received, not yet evaluated.the device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.